Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 failed with 2 cubies shown as failed. A field service engineer (fse) logged into the device and shut down the station, then instructed the customer to flip the switch once the station reached a black screen. After waiting five minutes, the customer was asked to reboot the station. Following the reboot, the customer was able to recover the failed drawer; however, all cubies were still showing as failed and were not detected on the bus. The station was shut down again, the customer flipped the switch, waited one minute, and then rebooted the station once more. After this final reboot, all failures were cleared, and the customer was able to successfully test inventory. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on the bus. Two cubies failed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.